Event description:
Revision of right hip replacement done because of progressive pain. X-rays showed loosening of the prosthesis with some head shedding and distal pedestal formation on the femur, indicative of loosening. D6: stem: cat. #6293-1-030; lot #b2nrem size 3 (r). Head: cat #6284-0-132; lot #b3cuj size 32mm.